Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with air in the sgc could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 3-4. After removal of the dilator from the steerable guide catheter (sgc), air was visible in the hemostasis valve. All steps were performed per instruction for use (IFU). Air was aspirated and the procedure was continued. One clip was implanted with no further complication, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae.